Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for a routine follow-up, perforation was noted. The entire system was explanted.